Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/18/2016 that a customer had an issue with a gauze sponge. The customer reports fraying.